Event description:
It was reported that during a procedure of the biliary bile duct without tortuosity, or calcification, the absolute pro stent delivery system (sds) was delivered and the stent was deployed without any resistance noted. The sds was removed from the anatomy without any resistance noted. Under fluoroscopy it was noted that the stent implant had become elongated/stretched for about 1/3 the length. A non-abbott drainage catheter was placed post deployment but was not considered to have any involvement. The next day a non-abbott covered stent was placed to cover the elongated area of the stent implant. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Indications for use, vascular used in the bilary bile duct. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the absolute pro vascular self expanding stent system instructions for use (IFU)states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery with reference vessel diameters between 4.3 mm and 9.1 mm and lesion lengths up to 90 mm. Based on the reviewed information, no product deficiency was identified.